Event description:
Patient presented with difficulty breathing s/p rigid laryngoscopy with injection of juvederm at interarytenoid notch. This is usually an outpatient procedure and patient was discharged home after doing well in the pacu. The patient subsequently developed difficulty breathing and stridor and returned to the ed. Patient was taken back to the operating room for airway evaluation, where supraglottic swelling was noted. Patient was endotracheally intubated in the operating room and went to the picu thereafter. Therapy start date: (B)(6) 2018. Dose or amount: 1 ml millilitre(s).